Event description:
The customer reported to beckman coulter (bec) that the coulter lh 750 hematology analyzer was leaking. The volume of the leak was approximately 20 ml and was not contained within the instrument. It could not be confirmed if the instrument generated any error messages or flags as a result of this event. The material safety data sheet (msds) was reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this incident. There was no death or injury associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and had observed that the source of the leak was a clogged port in the differential/retic waste chamber (vc26). The fse unclogged the port and chamber drained without issue. No further evidence of leaking was observed. Failure mode was related to a clogged port in the vc26 chamber. Beckman internal identifier number for this report is (B)(4).